Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a kidney transplant procedure, three needles broke in half and fell into the patient's cavity. Another suture was used to complete the procedure. It was also reported that the needles were retrieved using a needle driver. There was no patient injury.